Event description:
A malfunction was reported concerning a pump, as noted by the distributor rubin medical aps from denmark. There was no reported impact on the customer¿s blood glucose level. Corrective actions included management's decision to replace the pump. Customer service confirmed the customer's shipping details and provided instructions for returning the faulty pump within ten days. However, the customer declined to reveal what type of backup therapy they would use during this process.